Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a dent on channel tube, forceps cannot be inserted smoothly. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn on the c-cover and the distal end. Additionally, due to a dent in the channel tube, the forceps could not be inserted smoothly. There was no patient involvement.